Event description:
(B)(4). Constant migraines, depression, loss of libido, longer menstrual cycles, nausea, metal taste in mouth, dental issues, skin itches then turns into a bruise after itched, constant pain on right side, insomnia.

Event description:
(B)(4). This is the third month in a row this has happened just before my period I get what feels like a uti or a yeast infection but it's neither even had tests done just before my menstrual cycle but once my cycle starts it quits.